Event description:
A physician reported that a male pt experienced microbial keratitis while using renu with moistureloc multi-purpose solution. The pt is an ornamental flower and bush gardener and on the day of handling his lenses (fresh look - colors),the pt got mud in his eye and he did not wash his hands before taking them out when they were bothering him. He only used these lenses one time and cleaned them once with renu with moistureloc multi-purpose solution. The pt was initially seen by his primary care physician in 2006 who prescribed zymer. In 2006, the pt was then referred to the reporting physician. The pt was prescribed amphotericin and voriconazole drops. Outcome included some corneal scar.